Event description:
Puritan bennett 840 ventilator failed on a post-open heart patient. The respiratory therapist was right outside the room and heard the alarm and began hand ventilating the patient immediately. The ventilator was removed from the ICU and sequestered per procedure, then taken to biomed. The patient did not experience any adverse effects.